Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the opened handle found both battery cells were vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during charging, the green lamp of the charger had not illuminated at the time of checking. The handle did not start up. The same issue occurred even after changing to another charger. There was no patient involvement.